Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional, additional reported, left side "gross collapsed rupture".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken opening side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observation: crease observed on the device. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional additional reported left side "gross collapsed rupture". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.